Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an unrelated procedure. Upon interrogation, it was observed the right ventricular lead was oversensing noise that triggered pacing inhibition. Programming changes were completed to address this issue. The patient was stable.